Manufacturer narrative:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci) after pre-dilation, the physician experienced difficulty crossing the proximal/mid left anterior descending (lad) target lesion with the cypher select plus 2.5 x 28 mm stent delivery system (sds). The proximal/mid lad target lesion was reported to be: de novo, heavily calcified, slightly tortuous, and a 90% stenosis. The physician removed the sds and conducted additional pre-dilation. The physician then re-delivered the cypher stent using a support (route) guidewire, but the device became stuck on the calcification proximal to the target lesion. The physician then withdrew the sds again and experienced resistance/friction. Upon inspection of the cypher sds after being removed, the proximal stent struts were noted to be uplifted. The physician used an endeavor sprint 2.5 x 30 mm stent to successfully treat the target lesion/complete the procedure. There was no reported patient injury. The physician did not note any anomalies upon inspection of the cypher select plus device prior to use/during preparation. No additional information is available. The product was not returned for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15207784 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported (B)(4) was generated by pending (B)(4) approval and product release authorization (pra) for select plus ubd, were accept per specification all lots per this pths, since (B)(4) approval and pra for select ubd were obtained as required. Product release authorization was approved by means of (B)(4). This pths has no relation with the complaint reported. Pre-sterile assay cypher select subassembly lot 15207790 was reviewed. It was observed during review of this lot that no non-conformances were generated and no other incidents were noted that could be potentially related to the complaint reported. Nineteen (19) units were rejected during the assembly of lot 15207790. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. (B)(4) and process monitoring for crossing profile and stent retention test results were reviewed and no anomalies were found. Calibration records for pin gauge, with calibration ID: (B)(4) were reviewed, and it was found that the equipment/tool was calibrated in a timely manner. The lot involved in the complaint was manufactured within the calibration dates. Preventive maintenance records for crimper machine, with equipment ids: (B)(4) was reviewed, and it was found that the preventive maintenance was executed during the established time period. The lot involved in the complaint was manufactured within the preventive maintenance dates. Difficulty crossing and tracking a lesion of an anatomical structure is a known procedural occurrence. These types of difficulties occurring during the clinical use of the device are usually addressed by modification in technique or substitution with another device. Crossing difficulty is most commonly related to the patient's anatomy, vessel characteristics, operator's technique and appropriate device selection. The relationship between the failure to cross or track a product and the product itself is not clear, but factors such as tortuous vessels, calcified lesions or an increased difficulty to track the product through an existing stent may contribute to it. The uplifted struts may be attributed to the operator's attempt to cross a highly calcified and tortuous lesion and the resistance felt during withdrawal may be related to the stent strut uplift condition. Based on the information available there are possible vessel characteristics and procedural factors that may have contributed to this event.

Manufacturer narrative:
Concomitant products: gw: neo's soft, route; gc: axess 7f jl4.0; bc: sprinter legend 2.0/15mm; stent: endeavor sprint 2.5/30mm. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci) after pre-dilation, the physician experienced difficulty crossing the proximal/mid left anterior descending (lad) target lesion with the cypher select plus 2.5 x 28 mm stent delivery system (sds). The physician removed the sds and conducted additional pre-dilation. The physician then re-delivered the cypher stent using a support (route) guidewire but the device became stuck on the calcification proximal to the target lesion. The physician then withdrew the sds again and experienced resistance/friction. Upon inspection of the cypher sds after being removed, the proximal stent struts were noted to be uplifted. The physician used an endeavor sprint 2.5 x 30 mm stent to successfully treat the target lesion/complete the procedure. There was no reported patient injury. The physician did not note any anomalies upon inspection of the cypher select plus device prior to use/during preparation. No additional information is available. The proximal/mid lad target lesion was reported to be: de novo, heavily calcified, slightly tortuous, and a 90% stenosis.